Manufacturer narrative:
The insulin pump was received with blank display and vibration due to corroded electronic assembly. The motor, keypad and vibrator motor assemblies were found corroded during visual inspection. Device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was by the pool and the insulin pump started vibrating and it will not stop. Customer stated that the screen keeps counting up to 4 and starting over while vibrating. The device was exposed to moisture. Blood glucose value was 103 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.